Event description:
It was reported that there was a warning for low impedance on the right atrial (ra) lead. The lead was later checked and the impedance was within normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).